Event description:
Information was received from a manufacturer¿s representative (rep) who reported for a couple weeks the patient was experiencing more tremors, and this past weekend they got a 1703 (out of regulation) message. Previous impedances were very normal in the 1,300-3,000 range. The patient¿s settings were 1.6 to just over 2 ma with normal pulse width and rate. It was recommended to check impedances again. Additional information was received reporting that it was assumed that the high impedance reading on one of the active contacts was the cause of the oor message. Impedances were collected after the oor message was seen. The clinician changed stimulation to avoid using the contact with high impedances. This information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# serial#(B)(6); implanted: (B)(6) 2021; product type lead product ID b3400060m lot# serial# (B)(6); implanted: (B)(6) 2021; product type extension product ID b3400060 lot# serial# (B)(6); implanted: (B)(6) 2021; product type extension product ID b3301542 lot# serial# (B)(6); implanted: (B)(6) 2021; product type lead product ID b3301542 lot# serial# (B)(6); implanted: (B)(6) 2021; product type lead product ID b3400060m lot# serial# (B)(6); implanted: (B)(6) 2021; product type extension product ID b3400060 lot# serial# (B)(6); implanted: (B)(6) 2021; product type extension product ID b3301542 lot# serial# (B)(6); implanted: (B)(6) 2021; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 24-may-2023, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 19-apr-2023, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 26-mar-2023, UDI#: (B)(4); product ID: b3301542, serial/lot #: (B)(6), ubd: 24-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.